Event description:
It was reported that during a surgery while using the fast-fix 360, ts were simultaneously deployed. T1 was still in the patient and t2 was removed. No significant delay or patient injury reported.

Manufacturer narrative:
One fast-fix 360 curved needle delivery system was returned for evaluation. Visual assessment of the device showed no ts or sutures remain on the needle, however an 11 1/4 inch length of suture was returned which showed no abnormalities. The suture end has been cut clean with no observed fraying. The needle and spline handle are bent. The condition of the device indicates excessive force was placed on it during use causing the simultaneous deployment. The device was functionally tested for proper actuator advancement and cycling and was found not to function properly. User error may have been a contributive factor to the event.